Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had small crack on screen made it hard to see, vibrate alert does not work and hears grinding noise different that normal rewind noise. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device failed to vibrate during self-test due to vibrator motor connector broken black wire. No audio/beeping, missing segment or display anomaly noted. Device passed rewind test and no rewind grinding loud noise anomaly noted. Device had cracked lcd window, cracked battery tube threads.